Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The explanted device is not available for evaluation as it was discarded. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a patient with a 25mm 2700tfx aortic valve underwent a redo avr after an implant duration of six (6) years, five (5) months due to aortic insufficiency, stenosis and torn leaflet. The explanted valve was replaced with a 25mm 11500a valve. Per received medical records, the patient had an avr seven years ago with a bovine pericardial tissue valve, which had failed sue to aortic insufficiency and stenosis. The patient presented with dyspnea on exertion and tee showed moderate-to-severe mitral regurgitation. When the graft was opened and the aortic valve was inspected, there was a tear was at the right coronary leaflet along with stenosis. The valve was removed and the annulus was sized for #25 valve. The ventricle was irrigated several times and the valve was sized to a 25mm inspiris valve. The annular stitches were brought through valve and the valve was seated in excellent position. Post-op tee showed trivial to mild mr with a gradient of 3 to 5mm. The aortic valve prosthesis showed no leak with a gradient of 2rnmhg and good valve function and excellent ventricular function. The patient tolerated the procedure well with no complications. The patient was discharged home on pod # 10. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional investigation coding to section h6. H11: corrected data: corrected investigation conclusion coding to section h6.